Event description:
It was reported to philips that the system rebooted during an examination. The system was in clinical use. Patient harm was reported as the patient was resuscitated twice. A philips field service engineer (fse) visited the site and reinstalled the software and installed backups. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated the complaint that was reported regarding the azurion 7 m12 system. On (B)(6) 2023, at 11:30 a.m., the patient was undergoing an emergency cardiac catheterization for diagnostic coronary angiography and was connected to the defibrillator machine. The heart chamber ventricular fibrillations were detected, and the patient had to be resuscitated twice. During this time the azurion 7 m12 system failed and restarted on its own several times (the screen went black and after a few seconds the philips logo appeared, then returned to normal functionality) in the middle of the case. Attempts were made via e-mail, but philips was unable to gather any additional information regarding the clinical and patient¿s outcome due to data privacy laws. A philips field service engineer (fse) went onsite, and troubleshooting found an issue with the suite pc, which was shut down due to a software crash. It was determined that an exception error/glitch in the suite pc program was the cause of the problem. The system logfiles were checked and analysis confirmed that a software component (geohost) was terminated due to an exception. This issue was repeated several times in the logs, and after the system was shut down and restarted at 14:39, the error was no longer present in this log. The fse reinstalled the suite pc software r2.2.3 and backups were reimported as a temporary fix. After which, the system was returned to expected functionality. The codes were updated based on the investigation outcome. Patient outcome code & health impact code was corrected.